Manufacturer narrative:
H6.

Event description:
As reported, hemostasis with three 6f¿12f mynx control venous vascular closure device (vcd) was achieved post-deployment; however, just before leaving the procedure room, the two sites on the left side began to ooze. Bleeding was confirmed to be only on the left access sites. Staff applied a dstat and redressed the site. The left unknown sheaths access sites were 8f and 11f left femoral vein (lfv), with strong oozing. The patient appeared stable upon arrival to recovery but experienced slight oozing after being sat up ten degrees one hour later. Recovery staff applied pressure for ten minutes, which achieved hemostasis. Later, when the patient was sat up again at ten degrees, bleeding recurred. A femstop was applied for one hour, but bleeding persisted upon reassessment. The femstop was reapplied, and the patient was admitted for bleeding. The following day, the patient was no longer bleeding and was expected to be discharged. The mcv device was prepped and deployed according to the instructions for use (IFU), except that during removal the device was aligned more toward the leg rather than in line with the puncture tract. The right access site was 9f right femoral vein (rfv). The patient was given heparin and protamine during the procedure and was also on warfarin. Protamine was used as a reversal agent prior to the procedure¿s completion. The patient's inr was unknown, but the recovery nurse noted it was elevated. The deployer was mynx certified. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported, hemostasis with three 6f¿12f mynx control venous vascular closure device (vcd) was achieved post-deployment; however, just before leaving the procedure room, the two sites on the left side began to ooze. Bleeding was confirmed to be only on the left access sites. Staff applied a dstat and redressed the site. The left unknown sheaths access sites were 8f and 11f left femoral vein (lfv), with strong oozing. The patient appeared stable upon arrival to recovery but experienced slight oozing after being sat up ten degrees one hour later. Recovery staff applied pressure for ten minutes, which achieved hemostasis. Later, when the patient was sat up again at ten degrees, bleeding recurred. A femstop was applied for one hour, but bleeding persisted upon reassessment. The femstop was reapplied, and the patient was admitted for bleeding. The following day, the patient was no longer bleeding and was expected to be discharged. The mcv device was prepped and deployed according to the instructions for use (IFU), except that during removal the device was aligned more toward the leg rather than in line with the puncture tract. The right access site was 9f right femoral vein (rfv). The patient was given heparin and protamine during the procedure and was also on warfarin. Protamine was used as a reversal agent prior to the procedure¿s completion. The patient's inr was unknown, but the recovery nurse noted it was elevated. The deployer was mynx certified. The products were not returned for analysis. A review of the manufacturing documentation associated with lot f2523103 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿bleeding and sealant inability to achieve hemostasis¿ could not be evaluated. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.